Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death, aneurysm rupture, fistula, cardiac arrest), lack of information (unknown cause of event leading to rupture), conclusions: lack of information (unknown cause of event leading to rupture)

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a saccular 5.3 cm thoracic aortic aneurysm. The proximal stent graft was implanted in zone 2. The proximal neck was 37 mm in diameter and 80 mm in length. It was reported that 14 months post implant the maximum aneurysm diameter increased to 6.2 cm and no treatment was performed. Approximately 2.5 months later the patient was urgently taken to the hospital because of hemoptysis (vomited 250ml of fresh blood). The patient went into cardiac arrest and a cardiopulmonary resuscitation, tracheal intubation and adrenaline administration was done; however, the patient expired. The cause of death could not be determined without a CT scan; however, it was predicted that aneurysm rupture led to death. The physician commented that this case is predicted to be caused by aneurysm rupture because an aorta bronchial fistula developed leading to the aneurysm ruptured. No autopsy was performed.